Event description:
Additional information was received from a health care provider (hcp) indicating the concern regarding infection was due to skin breakdown/near-dehiscence and erythema over the pump site. No infection was noted on incision and drainage (I<(>&<)>d), however, the patient was given antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 indicating the outcome was considered 'resolved with sequelae' as of (B)(6) 2017. The sequelae was 'decreased pain control after explant'. Upon examination on (B)(6) 2017, the incisions healed well with no sign of infection. As of examination on (B)(6) 2017, there was also no sign of fluid collection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (15.0 mg/ml at 4.817 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient had a possible infection. The patient called the clinic on (B)(6) 2017 with concern about possible infection. Upon examination on (B)(6) 2017 the pump site area revealed erythema and abrasion/skin tissue breakdown and possible infection. Clindamycin was initiated on (B)(6) 2017 as an intervention. The entire system was explanted and not replaced on (B)(6) 2017. Irrigation and debridement of the anterior pump wound at the pump pocket was performed during the surgical intervention. A surgical observation gave results of no evidence of frank pus, however skin was very friable along the incision line and elliptical incision was made to remove the poorly viable tissue. The event resulted in in-patient hospitalization. The outcome of the event was noted as ongoing. The etiology of the event was noted as possibly related to the device or therapy and the implant procedure. No further complications were anticipated/reported.